Event description:
Initial info received on 04 and 06-nov-2009 from physician via a sales representative concerning his mother, the consumer and from the consumer herself on 12-nov-2009. A female consumer taking injectable poly-l-lactic (sculptra) experienced itching behind the ears. He reported that the consumer received possibly 3-4 s poly-l-lactic acid treatments. In one of the treatments, she was injected by the reporter. Poly-l-lactic acid was injected bilaterally in the cheek area bilaterally, approximately one year ago. Following that time, the pt complained of itching behind the ears. Recently the itching seems to have migrated from behind the ears, to the cheek area. The treating physician is unsure of a causal relationship to the sculptra. On 06-nov-2009, no additional info was provided. On 12-nov-2009, a call was placed to the physician. He provided no additional info. On 12-nov-09, the consumer reported her age, date of birth and height. She reported her weight. She reported she received injectable poly-l-lactic acid for cosmetic purpose 3 times. In 2009. Each time, she received multiple injections in the cheek areas with an unk dose. She does not know if she will continue with the drug as 'that will be up to my son, the doctor". Lot number and expiry date were unk to the reporter. She reported that 2-3 months ago (2009), the itching started behind ears. Her son gave her an unspecified cream. She had temporary improvement but it didn't really work; she has also tried over-the counter (otc) products that didn't work much better. She reported the otc products may have had cortisone in them. She has no bumps or rash, just itching. Itching is really bothering her as it comes and goes nothing has made a big difference. Her concomitant medications are conjugated estrogens plus medroxyprogesterone (prempro) 0.625, spironolactone for fluid retention from prempro, years both for about 5-7 year and ezetimibe and simvastatin (vytorin) for high cholesterol. Medical history: face lift years ago (10-11 years) no problems; (botulinum toxin type a (botox) and hyaluronic acid restylane (maybe last) year with no reaction. No further relevant info reported.

Manufacturer narrative:
Device qc performed. This case will be reported to the FDA.